Event description:
A healthcare professional reported with a description of during the use of an intraocular lens, two implants were inserted upside down by the laboratory. A third implant was used and as a consequence extended procedure duration. No patient impact reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.